Event description:
An olympus employee reported that, during preparation for use, there were broken components in the device which caused a noise indicating mechanical damage. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed the reported issue. There was a broken lens in the optical system. In addition, the outer tube was bent due to handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the broken components is most likely attributed to the application of excessive force by the customer. Olympus will continue to monitor field performance for this device.